Event description:
According to the reporter, when firing the instrument, the surgeon noted that the peri strip was not loaded properly. There was a 20 minute delay in operating time to redo the anastomosis. There was no report of tissue damage or patient injury. There was no unanticipated blood loss. No further information available.

Manufacturer narrative:
(B) (4).